Event description:
Customer called to report a diluent / clenz (cleaner) leak of approximately 50 milliliters from the coulter lh500 hematology analyzer, which overflowed onto the counter. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and replaced all worn tubing at pinch valve pv49, which is used to control the dispensing and priming of the backwash pump. The fse then attempted to turn on the instrument and workstation, neither of which would power up, and resulted in a smell along with smoke from the monitor; this was unrelated to the leak. The fse revisited the site to replace the monitor and verified that the fluid leak was resolved. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).